Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided, and an unspecified ketone level that was not identified as life threatening from a healthcare provider. Reportedly, the customer required assistance from mother to administer manual injections to address bg.